Event description:
A subsequent review of article from orthop trauma - volume 26, number 10, october 2012 titled: catastrophic failure after open reduction internal fixation of femoral neck fractures with a novel locking plate implant by marshall b berkes et. Al. Revealed the following; twenty-one femoral neck fractures treated with the posterolateral femoral locking plate were eligible for inclusion. Eighteen met inclusion/exclusion criteria. Seven of the eighteen cases experienced device failure. Five of the seven patients required total hip replacement whereas the remaining 11 achieved bony union. Five of the eleven patients experienced complications that included; a locking screw fracture, 2 total hip arthroplasty because of persistent pain, one orif for a subtrochanteric femur fracture at the level of the distal screw and one unknown complication. This complaint is in reference to one of two patient deaths. No patient details or cause of death provided. This is 2 of 2 reports for this event.

Manufacturer narrative:
E: et. Al: milton t.m. Little, md, lionel e. Lazaro, md, rachel m. Cymerman, ba, david l. Helfet, md, and dean g. Lorich, md. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.